Manufacturer narrative:
Product analysis: it was previously reported to reference analysis images; however, no images will be provided in the regulatory report. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. No fluoroscopic load check images were submitted for review; therefore, it cannot be determined if the valve was correctly loaded onto the device. The damage noted on the proximal end of the capsule on the returned device is consistent with capsule separation. Capsule separation typically occurs due to excessive compressive forces applied to the capsule. This excessive compressive force can be experienced when the valve is loaded incorrectly. Damage was observed on the threading of the screw gear. This damage indicates increased forces in the system while turning the deployment knob. High forces in the handle may cause the threading of the screw gear to become worn and damaged. Misload can also be the cause of the high forces leading to screw gear damage. There was no other evidence of damage observed on the device. Loading of the valve is a process in which the outcome is highly dependent on the operator experience and technique. The device instructions for use, contains instructions to use the integrated loading bath to aid in accurate loading of the valve. Based on the information available, the root cause of the dcs damage cannot be conclusively determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #(B)(4):the handle appeared intact. The device was received with the capsule partially opened. The deployment knob appeared to retract and advance the capsule. The trigger moves to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. There was damage noticed on the threading of the screw gear. The device was returned with the end cap/screw gear snap fit connected. Damage was observed on the proximal end of the capsule. The inner member shaft and spindle hub appeared intact with no evidence of damage. Product analysis: upon receipt at medtronic's quality laboratory, the handle was intact and the device was received with the capsule partially opened. The deployment knob appeared to retract and advanced the capsule. The trigger moved to fully advance and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. There was damage noticed on the threading of the screw gear. The device was returned with the end cap/screw gear snap fit connected. Damage was observed on the proximal end of the capsule. The inner member shaft and spindle hub appeared intact with no evidence of damage. Conclusion: the investigation is in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, when the delivery catheter system (dcs) package was opened, an issue with the dcs capsule where the valve should be loaded, was identified. The proximal portion of the ¿grey part¿ was broken. This was observed prior to any handling. As reported, there was no damage to the product packaging. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received in which the representative reported that an attempt was made to load the valve and this was when the damage was observed. The loading attempt was discontinued once the damage was observed and a different dcs was utilized. No adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.